Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. As indicated in our operators guide. The expected delivered energy at a setting of 200 joules into a 50 ohm load is 183 joules +/- 15%. The observed discharge value of 174-175 joules is within the specified accuracy of the device (155.55j -210.45j). This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.